Event description:
It was reported that the pt was experiencing hip pain. Revision surgery was performed.

Manufacturer narrative:
A delta v-40 ceramic head, cat # 6570-0-028, lot # unk; was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested and if received, will be provided in a supplemental report.